Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.604" x 0.176" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint regarding a broken jaw was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar's jaw snapped. There was no report of patient involvement or reported injury.